Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor. The cause for the failure was isolated to the battery housing was damaged. The root cause for the damaged housing was physical abuse. No adverse events occurred due to the damaged battery.

Event description:
A us distributor reported that a battery would not power on the monitor.